Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-3372-1902, sheath, was received for investigation. Visual inspection noted that the shaft was broken off. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure is attributed to misuse due to prying/leveraging the device during use. The complaint allegation is confirmed.

Event description:
On 03/25/2025, it was reported by a facility representative via (B)(4) that an ar-3372-1902 sheath broke in half. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.